Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the console not being returned. A review of relevant log files and screenshots confirms the system time out errors. The errors were found during the cut femur state. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an issue with the exposure motor of the drill used in the case and not the console itself. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, while using the real intelligence robotic drill the surgeon experienced a "system time out" error when beginning the bone preparation phase on the distal femur cut within the first 5 seconds of contacting bone. The recon team selected the "continue" button to advance to bone prep again and the drill re-set as expected. When the surgeon began his approach into contact with the distal femur, a "system time out" message appeared again. The recon team again selected the "continue" button on the screen. The drill reset as expected, and the surgeon continued with preparing the distal femur without further error. The procedure was completed, with a delay (less than 30 minutes), using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6, h7: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the console not being returned. A review of relevant log files and screenshots confirms the system time out errors. The errors were found during the cut femur state. A relationship between the reported event and the device could be established. Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed the reported errors. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented the failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.